Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: additional product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was attempted. The report indicates that the: part/lot combination are unknown at synthes (B)(4), no DHR review possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017 the surgeon noticed that the synflate vertebral balloon was losing pressure. When the surgeon removed the balloon he realized that it was broken. Another balloon was used and the surgery concluded successfully with no prolongation. Patient outcome is stable. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The complaint instrument was returned inside the original blister packaging. The balloon has burst in longitudinal manner, with the rupture extending over the entire length of the balloon. Microscopic inspection along the fracture edges revealed an area located 4 mm proximal to the tip of the device where several deep scratches were observed in the balloon surface. The balloon burst most probably originated there, as a result of the damage of the balloon surface. The review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including both a leakage and pressure test. It appears that the complaint event occurred most probably as a result of a damage of the balloon surface during the intervention (i.e. Balloon damage due to sharp solid bone fragments). No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed on part # 03.804.701s, lot # 0116008: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 29 march 2016 expiry date: 01. Feb. 2018. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The balloon broke intra-operatively but there was no patient harm.